Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that their insulin pump had been exposed to moisture and alarmed. Customer stated that the device's keypad became unresponsive when they rode a water slide. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 150 mg/dl at time of reporting. Nothing further reported.